Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found the reported error was confirmed and replicated. The errors 32056 and 1123 were seen in the logs, confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw searchlight, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where usm current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective yaw searchlight flat flex cable (ffc) on the universal surgical manipulator (usm).

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure the system encountered error 32056 on arm 2. No ports placed but patient under anesthesia. The technical support engineer (tse) verified presence of error in logs and requested the customer to shut down system and perform hard power cycle emergency power off (epo) of the patient side cart (psc). The tse asked if surgery could be completed with three arms only; however, the surgeon said no, and they would swap to another dv system. The procedure was converted to another da vinci system with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was discovered during setup. They switched robot systems and managed to complete the procedure without any issues or delays. The procedure was completed with all 4 arms from a different robot, not with the robot in question. No resolution was made, since there was an arm fault on the robot, so an alternative robot was brought in from another theatre to complete the case. The system in question was non-functional when powered on since 4 arms were required and non-recoverable fault was triggering on arm 2 every power cycle. A procedure was completed and then after powering back on, the arm fault was present.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.